Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evalaution. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including removing /reinstalling the monitor board and dock connector and re-testing the device without duplicating the report. Therefore, the monitor board and dock connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.